Event description:
I went into my regular dentist for tooth pain. My dentist assessed my bite and determined my top and bottom teeth/jaw on my left side now had spacing that was never there before my treatment with smiledirectclub. The spacing was due to poor treatment and supervision over my teeth shifting during the time I wore aligners. My dentist suggested I may need to have my teeth shaved down to be able to close my jaw properly. It was suggested that I bring this to the attention of the smiledirectclub staff, which I did with detailed emails and pictures of my teeth and what my dentist had determined was going on with my teeth. Smiledirectclub sent me new retainers, but they did not fix the spacing issue, and in addition they made my bottom teeth crooked. I ultimately pursued treatment from a legitimate orthodontic practice and will be paying for more retainers from invisalign to correct the spacing between my top and bottom teeth and to correct the shifting/crookedness that developed from smiledirectclub. Dentist determined there was incomplete closure on my left side. FDA safety report ID # (B)(4).